Manufacturer narrative:
Turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the instructions for use (IFU) that states, "do not turn the rotation wheel when the handle is latched. Product damage may occur. The jaws may lock in the closed position." Valleylab has issued a hotline bulletin to inform customers on how to avoid tissue buildup that can lead to sticking. The incident sample has been received for evaluation. When the eval of the sample is completed, a follow-up report will be submitted.

Event description:
The report stated that during a laparoscopic hysterectomy, the jaws of the ligasure v handpiece were sticking together. The surgeon said this was dangerous because it was pulling on the pt tissue and making it bleed. The surgical staff cleaned the instrument but that did not correct the problem. Another ligasure v handpiece was opened and the procedure was successfully completed.